Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the jaws of the device opened when cutting. The surgeon use another ligasure device to continue the surgery. There was no patient injury.